Event description:
It was reported that inadequate capture and high impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and rv lead damage was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of lead damage, inadequate capture, high defibrillation impedance, high pacing lead impedance were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.

Event description:
Additional information was received indicating the high defibrillation impedance and high pacing impedance were noted on the right ventricular (rv) lead.